Event description:
It was reported that a physician unspecified if trained in the use of the perclose proglide achieved arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, post-procedure, minimal bloody drainage at the puncture site stated on (B)(6)2008, at 2:00 pm and resolved at 8:00 pm the same day. No treatment was required only observation. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.